Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. The events that were described to me by the consultant and registrar during the case were as follows: the clip applier was used to ligate the cystic duct for a cholangiogram to occur. The first clip used was placed too high (close to the neck of the gallbladder) which fell off easily (consultant was not concerned with this as there was too much tissue for the clip to handle). The second clip was placed in a better position securely around the duct and maintained its position throughout the cholangiogram. Once the scan was complete, they continued with the procedure. When the consultant lifted the gallbladder up (in order to locate the cystic artery) the clip on the specimen side of the cystic duct fell off and all contents of the gallbladder came out into the patient. The assistant was not grasping near the clip when this occurred. Patient status: patient did not occur injury.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation, along with a sterile unit from the same lot. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed as the event unit met current specifications and there were no visible non-conformances. The sterile unit was visually inspected and there were no visible non-conformances. Based on the condition of the returned unit, it is likely that the reported event was caused by the user¿s clip application technique. The instructions for use instructs the user to "ensure the clip is secure and completely positioned around the tissue being ligated," and "verify that the ligation site is free of obstructions or other clips before firing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. The events that were described to me by the consultant and registrar during the case were as follows: the clip applier was used to ligate the cystic duct for a cholangiogram to occur. The first clip used was placed too high (close to the neck of the gallbladder) which fell off easily (consultant was not concerned with this as there was too much tissue for the clip to handle). The second clip was placed in a better position securely around the duct and maintained its position throughout the cholangiogram. Once the scan was complete, they continued with the procedure. When the consultant lifted the gallbladder up (in order to locate the cystic artery) the clip on the specimen side of the cystic duct fell off and all contents of the gallbladder came out into the patient. The assistant was not grasping near the clip when this occurred. Patient status: patient did not occur injury.